Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that 4.5 healix advance peek w/cord had the anchor attached to the inserter. The shaft was detached from the handle. The handle cover was not returned for evaluation. When trying to disassemble the anchor from the shaft, resistance was found. The anchor was deformed at the tip. The overall complaint was confirmed as the observed condition of 4.5 healix advance peek w/cord would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with excessive force that may have been applied to the anchor when tightening, therefore, the anchor got stuck on the inserter tip. As per IFU, do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unknown procedure, it was observed that the anchor on the healix advance peek w/cord device could not be removed from its guide. During in-house engineering evaluation, it was determined that the anchor was attached to the inserter, the shaft was detached from the handle while the handle cover was not returned for evaluation. It was further determined that when trying to disassemble the anchor from the shaft, resistance was found as the anchor was deformed at the tip. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.